Event description:
Patient stated that one day last week the v-go device came off while exercising. Patient stated that she do not remember the exact date. Patient stated that, that was her first time experiencing the vgo device falling off. Patient stated that she still have that vgo device available to send back.